Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2010) is considered to be a best estimate. This MDR represents the composix e/x mesh (device 2). An additional supplemental emdr was submitted to represent the composix e/x mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia with pain thereby underwent laparoscopic repair with implant of composix e/x mesh (device 1). Per operative notes, ¿multiple anterior abdominal wall adhesions with a large, herniated defect in from prior pfannenstiel incision was noted. The adhesions were taken down, and large defect was reduced and composix e/x mesh (device 1) was placed and over the defect in the right lower quadrant and tacked in place. The fascia was closed and secured with sutures and tacks.¿ (B)(6) 2011 ¿ patient had recurrent incisional hernia thereby underwent laparoscopic repair with implant of composix e/x mesh (device 2) and removal of tacks. (Note: there is no operative note provided for this procedure in medical records). (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia, small bowel obstruction with abdominal pain thereby underwent open repair with removal of prior meshes (device 1 and 2) and primary repair of recurrent hernia. Per operative notes, ¿minor omental adhesions were taken down and wrinkled meshes (device 1 and 2) in lower abdomen in midline was noted. The dilated bowel and decompressed terminal ileal segment with infolding was removed. The dense fibrosis around the meshes (device 1 and 2) was encountered, the meshes (device 1 and 2) with fibrotic tissues were removed entirely and mesenteric defect was closed and primarily sutured circumferentially.¿